Event description:
Complainant alleged that paramedics responded to a call for a pt complaining of shortness of breath. Spouse of the pt dialed "911" as pt had a cardiac history. The pt became unresponsive approx five minutes prior to the medics' arrival. The pt was found leaning over and sitting down on the toilet. Defib pads were attached to the pt, the device cycled the analzye process and delivered one shock to the pt. (Joules unknown). The device was cycled for a second analyze process, and a "no shock advised" message was given. The third analysis determined a "shock advised" message and second discharge was delivered to the pt (joules unknown). At this time the device's screen went blank and the device shut down. The device was shut off/on however, the device failed to power on. The user changed the battery with a known good battery and the device failed to power on. The pt was administered CPR. An acls team arrived on scene in the lobby of the building and met the medics. The team continued treating the pt with another device and transported the pt to the hosp. Complainant indicated that the pt subsequently expired.